Event description:
It was reported that the insulin pump turn off. Troubleshooting was performed. The batteries were changed and the display did not return. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a broken battery tube wire.